Manufacturer narrative:
(B)(4).technical support advised the customer to perform a hard shutdown in order to turn off the ventilator.

Event description:
It was reported that a ventilator would freeze at the six images screen. There was no patient involvement.

Manufacturer narrative:
(B)(4). The ventilator was received for evaluation. The reported condition was confirmed. The single board computer (sbc) board was replaced. The ventilator was repaired and returned to the customer.